Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The rv lead had triggered an alert and interrogation revealed that the lead exhibited varying pacing impedance and noise was observed on stored electrograms (egm). The pace/ sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.